Event description:
Left rupture implant with incipient rupture. A 59 yr old black g3p3 female status post right modified radical mastectomy for stage I breast cancer april 1978. Prior history of fibrocystic disease biopsies, family history positive, paternal aunt with premenopausal questionable lateral breast cancer. May 1978 she had left subcutaneous "mantx". June 11, 1979 she had bilateral 235 cc silastic implant to reconstruct with right subcutaneous left under muscle. She had a scar revision july 28, 1980. January 24, 1983 plus right "na" reconstruction. January 6, 1984 complained of decreased size times 5 yrs. No history or trauma. Had local pain 7 yrs after reconstruction, right greater than left. MRI positive for bilateral rupture. October 20, 1993 exam positive for small left indents, poor aesthetic result with keloids symptoms. November 19, 1994 partial left rupture, liquid gel, right marked bleed. Bilaterally moderate cloudy/yellow, moderate "caps with moderate histo." Pt has systemic complaints of arthralgias, myalgias, fatigue, sleep disturbances, neurocognitive problems etc.